Event description:
During patient treatment with the 3100a, the attending physician stated "the vent would not oscillate right". The patient's blood gases were not good, so the patient was placed on another type of ventilator. A second physician prescribed a larger et tube and higher settings of the replacement 3100a that was eventually used and the patient was doing much better.